Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button of insulin pump had to be pressed harder to use. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump needed new settings with new battery and it had scratches on screen. The customer stated that the insulin pump rejected new battery and it would not turning on. The customer stated that the insulin pump had random no delivery alarm. The device will not be returned for analysis.